Event description:
Asku.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that there was a serious component burn. Correction: a correction to section model number was made to reflect correct model as 2490c8. Also, a correction was made to - MFR. Site ID.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Model number was made to reflect correct model as 2490c8.

Event description:
It was reported by the patient that following an electrical storm, the carelink monitor was unable to receive power. A replacement power cord was sent out, but the situation was not resolved. The monitor was replaced. No patient complications have been reported as a result of this event.